Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Depuy cmw was unable to retest the retained cement samples of both products: 2465549 was manufactured in oct 2007 (expiry date sep 2010), 2560004 was manufactured in mar 2008 (expiry date feb 2011). Both batches are more than 4 years old and have expired retention, in accordance with the quality retained sample procedure ((B)(4)). A search of the complaint database found no additional reports for the tibial tray part and lot number combination and the cement lot 2560004; one prior report for the cement lot 2465549. However, review of the as400 system show that at least 50 other devices from the reported cement lot 2465549 have been delivered and/or invoiced and can be reasonably concluded implanted without issue. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address loosening of the tibial tray at the cement/bone interface. Depuy cement was used in the primary surgery.